Event description:
Reportedly the end user was using the cane while preparing a bath and they fell. The end user was knocked unconscious and was unclear of the events that led to the incident. They broke their wrist and rib, and the cane was also broken.